Manufacturer narrative:
Device returned for evaluation on 16 december, 2015. An evaluation was performed by the supplier and could confirm the customer complaint for the 2140 light guides were burnt. The results of investigation state the engine block has residue on it as does the turret. The residue caused a buildup in heat which would have made the taper glass abnormally hot. The heat generated has caused the taper glass to crack and as a result more heat has built up at this junction. This heat buildup would have caused the cable to burn. The taper glass needs to be replaced. The unit itself was tested with a new taper glass and performed as it should. A complaint review was performed and showed this is the only complaint issued for this failure. Smith & nephew considered this an isolated issue and will continue to monitor for any future trends. No further investigation is required. (B)(4).

Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is necessary at this time. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
It was reported that after a few hours of use, it was noticed that s&n cables #2140 were burnt. There was no reported injury to the patient.